Event description:
It was reported that the patient¿s caregiver contacted support to discuss changing the target glucose range due to consistent overnight lows while the current blood glucose was 138 mg/dl, and education was provided to treat only confirmed lows per alerts or symptoms. Symptoms included hypoglycemia. Outcomes included user education and guidance, with no alerts or alarms reported and no medical intervention or hospitalization. Investigation included complaint intake and troubleshooting with education. Investigation of this case revealed no device alarms or malfunctions reported, and the cause of hypoglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.